Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the cause of the reported phenomenon. However based on the report of sorc, omsc considered there was the possibility this phenomenon was attributed to excessive handling due to repeated wiping of the outer surface of the insertion part of the subject device, chemical deterioration due to agents, etc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.